Event description:
During placement of an angioplasty balloon catheter through the sheath, resistance was encountered. The sheath detached from the hub and migrated inside the pt's body. A cut down of the groin was performed, and the separated segment of the sheath was removed.